Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that this a left ventricular lead replacement was scheduled due to a fractured lead, out of range pacing impedances, and loss of capture. The procedure could not be performed due to venous occlusion. The patient has atrial fibrillation, and the device was reprogrammed. A follow up will be scheduled in order to re-evaluate another procedure. No adverse patient effects were reported.